Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements above 200 ohms. Technical services provided instructions to perform programming enhancements, also, further in office evaluation was recommended. This crt-d remains in service. No adverse patient effects were reported.